Event description:
Additional information was received from a patient regarding an external device to an implantable pump infusing fentanyl for spinal pain indications. It was reported that the patient was locked out and the handset was stuck at 90% since three months ago. The patient stated they get 5bolus a day and they deliver a bolus and then get lockout and screen is stuck at 90%. The patient stated they did not feel when they got the bolus. It was attempted to assist the patient with clearing the data on the handset, but the patient said they could not see to do this and they would have to call back to clear the data. Device function and lockout information was reviewed with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that 2 night ago their handset freezes to 90 and they get a message saying the pain pump was not responding. Patient had extreme difficulty navigating on the handset as they had a very bad eyesight. Patient would call back once the daughter was home and to continue deleting data on the handset.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient and stated that the handset was freezing up and was stuck at 90% and they were getting notifications that their bolus was in 2 hours but nothing was going through. The agent walked the patient through closing out of all applications and clearing data. It was reported that the patient allowed to take 5 bolus per day but took 2 because of the issues.